Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve. The octaray, galaxy, 48p, 3-3-3-3-3, d-curve. During an ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve, upon removal of the catheter from the patient, it was observed that the octaray, galaxy, 48p, 3-3-3-3-3, d-curve had become clotted off. To troubleshoot, the catheter was replaced and the procedure was continued. There was no patient consequence reported. The device evaluation was completed on 15-dec-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and patency test of the returned device. Visual inspection of the returned sample was performed and no thrombus/clot residues were observed. A patency test was performed, in accordance with bwi procedures and the catheter failed. Further investigation revealed that the irrigation tube was found occluded with reddish-brown material in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The thrombus/clot reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿thrombus/clot¿ issue. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster¿s inc. Product analysis finding of ¿the irrigation tube was found occluded¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 12-jan-2023, a correction to the 3500a initial was noted as h10. Additional manufacturer narrative included, ¿the bwi product analysis lab received the device for evaluation on 15-nov-2022.¿ however, d9. Device available for evaluation? Was processed as ¿no¿. Therefore, corrected the following fields: d9. Device available for evaluation? From no to yes. D9. Date device returned to manufacturer from blank to 15-nov-2022. D9. Is device returned to manufacturer? From blank to checked.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve. The octaray, galaxy, 48p, 3-3-3-3-3, d-curve had become clotted off. During an ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve, upon removal of the catheter from the patient, it was observed that the octaray, galaxy, 48p, 3-3-3-3-3, d-curve had become clotted off. To troubleshoot, the catheter was replaced and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as MDR reportable for a thrombus/clot issue.